Event description:
It was reported to medtronic neurosurgery that the valve was explanted from the pt because it would "continuously fluctuate" on the pressure level settings. It was also reported that the pt has a pseudotumor.

Manufacturer narrative:
Both the valve and the peritoneal catheter were patent. The valve and catheter met requirements for the leakage test. The valve met all of the requirements for the reflux, preimplantation, and pressure-flow tests. Additionally, the valve was able to be adjusted to all pressure level settings with a single attempt, and the pressure level settings were not observed to be fluctuating throughout the testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records was not possible as a lot number was not provided. All valves are 100% tested at the time of manufacture.